Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photograph, a small long black hair-like particulate matter in the header was visible. The particulate matter was located between the o-ring sealing and the pur potting surface. The reported failure could be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming of a revaclear 300 dialyzer, a particulate matter was observed inside the cartridge. There was no patient involvement. No additional information is available.